Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia as well as sensor bent or bloody at the cannula site. The customer¿s blood glucose level was 409 mg/dl at the time of incident, treatment with bolus of five units and other blood glucose values was 264 mg/dl, 203 mg/dl and 300 mg/dl. Customer also states they were having trouble with insulin pump and transmitter. Offered troubleshooting for high blood glucose but customer declined. The devices will not be returned for analysis.